Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented one day post-implant for pre-discharge follow up. Upon interrogation of the implantable cardioverter defibrillator, post-paced t-wave oversensing was seen. Programming changes were made to resolve this issue.